Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient the unit alarmed 'circuit fault' 'low ve' and 'xdcr fault'. There was no harm to the patient.

Manufacturer narrative:
Results of investigation: the main printed circuit board was received for evaluation however it was returned damaged and looks as it had been tampered with, therefore the investigation could not be performed.